Event description:
This retrospective pregnancy case was reported by a non-health professional and describes the occurrence of fallopian tube perforation ("fallopian tubes tearing (perforation of fallopian tubes)"), hysterectomy ("uterus extirpation"), abortion spontaneous ("abortions"), amniorrhexis ("metal from the coil has broken the sac surrounding the fetus"), device dislocation ("device "disappears" inside patient's body and is not visible even in radiographies"), salpingectomy (""mutilation" of fallopian tubes"), pregnancy with contraceptive device ("unintended pregnancies") and uterine haemorrhage ("hemorrhages") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffectiveness / essure has shown to have a doubtful efficacy". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), hysterectomy (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), amniorrhexis (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), salpingectomy (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), allergy to metals ("allergy to nickel from device"), adverse event ("intolerances"), complication of device removal ("sequelae after essure removal"), hypersensitivity ("allergic reactions") with pruritus, inflammation ("inflammations"), dyspepsia ("digestive problems"), pain ("pain"), menorrhagia ("abundant menstrual periods") and hormone level abnormal ("hormonal disturbances"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery and surgery. Essure was removed. At the time of the report, the fallopian tube perforation, hysterectomy, abortion spontaneous, amniorrhexis, device dislocation, salpingectomy, pregnancy with contraceptive device, uterine haemorrhage, allergy to metals, adverse event, complication of device removal, hypersensitivity, inflammation, dyspepsia, pain, menorrhagia and hormone level abnormal outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, adverse event, allergy to metals, amniorrhexis, complication of device removal, device dislocation, dyspepsia, fallopian tube perforation, hormone level abnormal, hypersensitivity, hysterectomy, inflammation, menorrhagia, pain, pregnancy with contraceptive device, salpingectomy and uterine haemorrhage to be related to essure. The reporter commented: lay press report in which it was informed that several patients who use essure wish to have not done it, as its secondary effects are diverse. "Libres de essure" platform is integrated by hundreds of affected women by this contraceptive. Just in 2002, more than 8000 essure devices were inserted, and the platform has knowledge of at least 200 women who had required surgery and another 150 who are on waiting list in order to remove essure, which implies the "mutilation" of fallopian tubes. Only three symptoms have been accepted to be related to essure: pain, abundant menstrual periods and hormonal disturbances. Users declare essure causes hemorrhages, perforation of fallopian tubes and digestive problems. All events were considered as related by reporter. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 14-aug-2017 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 630 cases. Hysterectomy: the analysis in the global safety database revealed 115 cases. Abortion spontaneous: the analysis in the global safety database revealed 82 cases. Amniorrhexis: the analysis in the global safety database revealed no case. Salpingectomy: the analysis in the global safety database revealed 32 cases. Device dislocation: the analysis in the global safety database revealed 1319 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.